Event description:
The customer reported that the scheduled prescription administration was not seen in the icip worklist. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the scheduled prescription administration was not seen in the icip worklist. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.